Event description:
It was reported that the patient experienced ineffective therapy and required pain medication. Impedance check revealed high impedances. Reprogramming was unable to provide adequate coverage. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.